Manufacturer narrative:
Device kept by pathology department.

Manufacturer narrative:
The reason for this revision surgery was the implant was dislocating. The length of in vivo service was 1.4 months. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. It was reported that the device was kept by the pathology department and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; summary of investigations: (B)(4) for dislocation, (B)(4) for trauma, (B)(4) for stability others not associated with product issues. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or details of the patient dislocation. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint dislocation not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's shoulder dislocating. The surgeon exchanged a 32 +4 mm insert for a +8mm spacer and a semi constraint insert.